Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(b)(4.the complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the nurse reported they had extreme difficulty pulling the peg through the incision site. The boston scientific sales representative confirmed that the initial incision site was of proper length. The resistance was felt at the point where the cone shape on the end of the peg meets the soft plastic. The physician extended the incision site and was able to place this device. The patient's condition was reported to be fine.